Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the outer sheath of the heartmate power module power supply cable was torn. The internal cables were visible. The cable was withdrawn from use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module power cord was confirmed via the submitted customer photo. The power module (serial #: (B)(6) was returned for analysis to the edc. Ultimately, the power module was lost and testing of the product was unable to be performed. Per the provided tracking information, the power module was received at the european distribution center (edc) on 22jul2022; however, the current location of the unit is unknown. If the power module is located at a later date, the complaint will be reopened and reevaluated. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the power module (serial #: (B)(6) and revealed that power module passed all manufacturing and quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.